Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported multiple site issues, requiring three site changes the previous day. The last site was changed due to high blood glucose (bg) and site discomfort. After the change, no bent cannula was observed, and blood glucose (bg) decreased to 134 mg/dl. The user noted concern that recent significant weight loss may be affecting site performance. The user's reported symptom was nausea during the event. The highest blood glucose (bg) recorded during the event was 300 mg/dl and was corrected by completing a supply change. No outside assistance or medical intervention was required.